Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Consumer called stating the brush head is sometimes popping up loose from the handle. No injury was reported.